Event description:
The customer reported the vent inop condition. The device alarmed with data acquisition pcba adc reference failed and pressure sensors failures. The customer reported no patient involvement.

Manufacturer narrative:
(B)(4).